Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a competitor implant procedure while advancing a guidewire, the tip of the catheter dilator broke off and lodged in the right atrium. The patient underwent additional intervention to snare the tip and it was successfully removed. No patient complications have been reported as a result of this event.